Event description:
On (B) (6) 2010, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk and contralateral leg were placed without incident. During repeated ballooning for a proximal type I endoleak, however, the aorta ruptured. Two aortic extender components placed at the proximal end of the trunk did not stop the bleeding, and the physician converted to open surgical repair of the aneurysm. The patient tolerated the procedure, and was sent to the ICU in critical condition.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lots met all pre-release specifications. Additional explanted devices: pxc121200/(B) (4), pxl161207/(B) (4), pxa230300/(B) (4), pxa230300/(B) (4).